Event description:
It was reported that (1) device was used during a varix procedure. It was reported by the affiliate that the clips of the mcm30 would not deliver. The case was completed by using another instrument. There was no consequence to the pt.